Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the 7fr. R/o pinnacle sheath was leaking when a .035 gw was in place; blood loss was less than 250ml; this has occurred during fistula grams and interventions; and there were no patient injuries.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00003 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention samples from the involved product code/lot number as well as the surrounding lots. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00003 to provide the sample evaluation results.